Event description:
As reported by marketing affiliate, the stabilizer guidewire was found defective upon removal from the package. Additional info received indicated that the distal tip was stretched.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.